Event description:
A customer reported a tandem mobi cartridge alarm during the pumping process. There was no reported adverse impact to the customer's blood glucose level. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. Unable to reload the original cartridge, the customer was assisted in loading a new one and successfully resumed insulin therapy.